Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming weak battery. The customer's blood glucose was 181 mg/dl. The customer stated that she had use two different batteries. The customer was informed of different possible causes for the weak battery alarm. The customer was advised that the weak battery alarm would occur prior to the failed battery test or a low battery alert. The customer was advised that the insulin pump would be replaced for the power battery issues. The customer agreed to return the product for analysis.